Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump's downstream occlusion sensor was bubbled up. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump  was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. The pump was visually inspected and ran in user and manufacturing modes. The reported "downstream sensor bubbled up" issue was verified. Visual inspection showed that the seal had become unseated. It had lifted away from the chassis and was stretched and bubbled up. Test results showed that the downstream occlusion sensor (dso) was operating normally. There was the possibility of contamination or debris inside the dso sensor itself, so it will be replaced. The dso seal was deformed and it was caused by seal degradation from poor glue adhesion. The dso seal will also be replaced.